Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This device was produced at the tecomet, inc. Kenosha, wi facility as part of a 50 pc. Lot in october of 2018. Evaluation of the returned instrument shows that one of the tips is damaged which is not allowing the clip to align correctly when handle to jaw mechanism is actuated for clip closure. (Pie. Attached) thus we are able to validate this complaint. We are unable to determine what caused the tip to be damaged but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the tip of the jaws got bent inward so that could not apply clip during use. Therefore, the applier was replaced with a new one. No clip fell/remained in the patient. The applier was purchased by the hospital within 6 months.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the jaws got bent inward so that could not apply clip during use. Therefore, the applier was replaced with a new one. No clip fell/remained in the patient. The applier was purchased by the hospital within 6 months.